Manufacturer narrative:
No product was returned however the pumps operators manual indicates (see user manual section -references) that the pump will alarm with various (error) codes which indicates a potential problem with the pump. The user manual also states (section watching power up) (if an error code appears, the pump should be removed from use and returned for service.) The pump would need to be returned and investigated to determine if it was operating properly. At this point there is no evidence that the pump failed to meet specifications. A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. The root cause could not be determined. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if the product is returned or if additional reportable information becomes available.

Event description:
It was reported that an alarm occurred and the screen turned pink and showed triangles. The battery door was opened and closed and the pump was powered on 3 times. The alarm returned each time and it would not be turned off. No patient injury was reported.